Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the back of upper arm. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the back of upper arm. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached needle. The probable cause could not be determined. No injury or medical intervention was reported.